Event description:
This guidewire was being utilized for a peripheral arteriography procedure in the leg. After passing the guidewire through the dilator into the femoral artery, the core of the guidewire was advanced piercing the coils approx 5.5" from the leading end of the guidewire. The guidewire was replaced and the procedure was completed without further incident. There was no reported injury to the pt.